Event description:
A report was received that communication could not be established between the patient's implant and her charger. The patient has tried other chargers with no success. The physician recommended that the battery be explanted. The patient has come down with mrsa from other, unrelated procedures and the explant has been put on hold.